Event description:
I was using smile direct club as prescribed. I used the retainers all day and all night. They were improperly formed, however, and it led to chipping of my front teeth and the removal of a filling. Smile direct club offered no professional dental help and did not require me to check in with any certified dentist. It's a shame and a gross misguidance to people looking for a cheaper alternative for straightening their teeth. FDA safety report ID# (B)(4).